Event description:
The customer reported erroneously elevated troponin I (accutni) results, above the acute myocardial infarction (ami) cutoff, for one patient on multiple samples, involving access 2 immunoassay system. This is report number three of nine. It is unknown if the elevated result was released out of the laboratory. There has been no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. Testing at beckman coulter customer product line support (cpls) laboratory confirmed with interference eliminating proteins confirmed the existence of a patient source interferent for the sample received from the customer. The interference likely relates to alkaline phosphatase. This interfering compound causes reproducible false positive results, but is distinct from heterophile antibodies. Product labeling: for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the patient sample. Patients who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce antibodies, e.g. Human anti-mouse antibodies (hama), that interfere with immunoassays. Additionally, other heterophile antibodies such as human anti-goat antibodies may be present in patient samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of patients suspected of having these antibodies. All related medwatch reports: 2122870-2012-00338, 2122870-2012-00339, 2122870-2012-00340, 2122870-2012-00341, 2122870-2012-00342, 2122870-2012-00343, 2122870-2012-00344, 2122870-2012-00345 2122870-2012-00346.